Manufacturer narrative:
(B)(4).

Event description:
The pt was diagnosed with an infection around the pump area and the physician wanted to remove it. The pt wanted to know if it had to be removed or not because the pt was very happy with the pump and did not want it removed if it was not necessary. The pt may seek consultation with another hcp that they have worked with. The medication being delivered via the device system was not reported. Additional info has been requested, a follow-up report will be sent if additional info becomes available.